Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a flow issue with an access solution set. This occurred during infusion. It was stated that they were having issues with administrating albumin to the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.